Manufacturer narrative:
The patient performed comparison measurements between the complained meter and a loaner meter between (B)(6) 2023 and (B)(6) 2023. The results from the two devices were comparable. During this period, the patient started with an inr of 1.2 on (B)(6) 2023 and had an inr of 2.2 at the end of the period on (B)(6) 2023. No product will be returned for investigation.

Manufacturer narrative:
The customer's test strips were not available to send for investigation. A loaner meter was sent to the customer to compare with the customer's meter. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek inrange meter serial number (B)(6). A sample from the patient was tested in the laboratory using the stago chronometric method, resulting in a value of 4.6 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 2.1 inr. The patient's therapeutic range is 2 - 3 inr.